Manufacturer narrative:
(B)(4). The local area field representative was contacted for additional information. At this time, no further information is available and records indicate this device remains in service. Should additional information become available this report will be updated.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) and implantable defibrillation lead exhibited noise which was oversensed and resulted in nonsustained episodes. There was one stored episode with inappropriate anti-tachycardia pacing (atp) due to oversensed noise. The patient is pacer dependent and was symptomatic. The oversensing was suspected to be due to electromagnetic interference (emi) or sensing of atrial fibrillation based on the location of the lead. An invasive procedure was performed and the lead was successfully replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, right ventricular pacing, and sensing functions were tested. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. Laboratory analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
Additional information was received indicating an invasive procedure was performed and this device was explanted due to the continued noise. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received indicating noise continued to be observed on the rate/sense and shock channel. Boston scientific technical services (ts) discussed possible electromagnetic interference (emi). No adverse patient effects were reported.